Event description:
It was reported "the luer-hub (brown) was falling off from the extension line after used 17 days." The catheter had been used for hemodialysis three times weekly and three times per day for medication. No patient complication was reported. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned a 3-l cvc catheter and two luer hubs for analysis. Signs of use in the form of biological material were found on the catheter body. Visual inspection of the catheter confirmed the distal extension line was separated approximately 17 mm from the luer hub. The separation point was found to be smooth and angled, consistent with a sharp instrument such as a scalpel or scissors contacting the extension line but cannot be confirmed because the separated portion of the distal extension line was not returned. The total length of the catheter body measured 218 mm, which is within specifications of 207-227 mm per catheter graphic. The distal extension line was separated 17 mm, from the luer hub. The outer diameter of the distal extension line measured 1.760 mm, which is within specifications of 1.68-1.78 mm per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.1938 mm which is within specifications of 1.14-1.24 mm per distal extension line extrusion graphic. Dimensional evaluation of the separated portion of the extension line could not be performed as it was not returned for evaluation. The catheter was functionally tested per the instructions for use (IFU). Functional testing of the distal extension line could not be performed due to the nature of the damage. The medial and proximal extension lines were functionally tested per IFU. The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s)." Both the proximal and medial lines flushed as expected. A manual tug test confirmed the proximal and medial luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow. To minimize the risk of cutting the catheter do not use scissors to remove the dressing." The complaint of an extension line separated/torn during use was confirmed by investigation of the returned sample. The distal extension line had separated near the luer hub. The separation points were smooth and angled which is consistent with a sharp object cutting the extension line but cannot be confirmed because the separated portion of the distal extension line was not returned. A device history record review was performed, and no relevant findings were identified. Without the separated portion of the extension line returned for evaluation, the probable root cause cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line after used 17 days." The catheter had been used for hemodialysis three times weekly and three times per day for medication. No patient complication was reported. The catheter was replaced.